Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient details. Further information was requested but not obtained. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000111809.

Event description:
It was reported that the patient's scs system was explanted due to ineffective therapy. Further information was not available. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000111809.

Manufacturer narrative:
Correction section h6: the health impact codes should have been 4627 - device explantation and 4610 - inadequate/inappropriate treatment or diagnostic exposure, rather than 4629 - device revision or replacement and 4610 - inadequate/inappropriate treatment or diagnostic exposure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.